Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6: correction (annex g). Event summary: as reported, during retrograde intrarenal surgery, three ngage nitinol stone extractors, from two different lot numbers would not open. The issue was discovered when the devices were tested prior to patient contact. The procedure was completed with an unspecified ncircle stone extractor. Reference this report for lot number 15136618. Reference patient identifier (B)(6) for lot number 15159045. It is unknown which lot number experienced the issue with one device and which lot number experience the issue with two devices. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned in an open package with the shipping tray and label for investigation. The yellow support sheath was observed to be bent, but as the device was not returned secured in the shipping tray, it is possible the bend was due to return shipping. There was no other damage to the device. The basket was returned in the closed position and could not opened. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue has not yet been determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: operating room department. PMA/510k#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery, three ngage nitinol stone extractors, from two different lot numbers would not open. The issue was discovered when the devices were tested prior to patient contact. The procedure was completed with an unspecified ncircle stone extractor. Reference this report for lot number: 15136618. Reference patient identifier: (B)(6) for lot number: 15159045. It is unknown which lot number experienced the issue with one device and which lot number experience the issue with two devices. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.